Event description:
It was reported that a malfunction occurred on the pump, causing the customer's blood glucose level to exceed 500 mg/dl. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections and did not require assistance from a third party. Technical support provided guidance on handling malfunctions and arranged to replace the pump while the customer expressed interest in obtaining an out-of-warranty loaner pump.